Event description:
It was reported that a tip of the inner shaft revision driver broke during a revision surgery. The device was being used by a representative from a different company. A plate was successfully removed with a backup device. There is no report of adverse consequences or surgical delay in this event.

Manufacturer narrative:
The reported event was confirmed via visual inspection. All broken fragment was removed. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A manufacturing history review revealed that the screwdriver was approximately 3 years old. Conclusion: the plausible root cause of the reported event was determined to be normal wear and tear due to the age of the instrument.

Event description:
It was reported that a tip of the inner shaft revision driver broke during a revision surgery. The device was being used by a representative from a different company. A plate was successfully removed with a backup device. There is no report of adverse consequences or surgical delay in this event.